Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, there was an intermittent power issue and moisture in and damage to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/12/2016 with the following findings: there were pump reboots observed in the black box. The battery compartment was cracked along the side of the pump. The pump was exercised 24 hours with no power issue occurring. Corrosion was observed in the battery compartment. The pump was leaking at the battery compartment.